Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. (B)(6) has been used as a default. Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for a damaged/defective syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe b100l ng orange bulk amg was unable to retract the needle during use. The following information was provided by the initial reporter: patient was able to deliver dose as confirmed by patient, however, neupogen pfs's needle did not retract into orange casing at event time.